Manufacturer narrative:
(B)(4).

Event description:
The manufacturer representative reported that the patient saw an elective replacement indicator on the programmer. There was an indication of a short circuit used in programming as electrode pairs 8/10, 8/11 and 10/11 had <(><<)>50ohms while all other pairs were within normal limits. The patient was going to talk with the health care provider about getting approval for a new device. The indication for use was non-malignant pain. No patient symptoms reported. Follow up information was requested to determine event cause, outcome, and steps taken to resolve the reported issues. If additional information is received a follow-up report will be sent.